Manufacturer narrative:
(B)(4). Batch # m91m60. The device was received with the upper jaw detached and with the I-blade upper tip broken off; both remaining pieces were returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaws and the I-blade prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2016. Batch # unk. The following information was requested, but unavailable: is the broken jaw returning with the device or was it disposed of? With retrieval of the broken jaw did the case remain laparoscopic?

Event description:
It was reported that the doctor was performing a laparoscopic ventral hernia repair and the top jaw broke off and fell into the patient. The broken jaw component was retrieved visually, no x-ray, and a second device was used to complete the procedure with no consequence to the patient.